Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one glidepath dialysis catheter in three pieces and one photo of the device were returned for evaluation. The clamps were engaged on the returned device. When the clamp was disengaged, clamp marks were present. Functional testing of the proximal piece, including the extension legs, showed both lumens to be patent to infusion and aspiration and without leakage. Therefore, the investigation is confirmed for the deformation, specifically compressive deformation. Collapse would occur during the negative pressures associated with dialysis, so this cannot be directly confirmed. In addition, since the precise effect on pressures during dialysis cannot be duplicated, the report of flow rate restriction/high pressures will remain inconclusive. With evaluation performed, the report of excessive softness of the extension leg material is also inconclusive. A definitive root cause of compressive deformation, and the reported collapse, softness, and flow rate difficulties cannot be determined. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, collapsing of arterial a venous link walls during treatment (the transparent plastic parts with flaps) causing increase of artery pressure in the extracorporeal system. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, collapsing of arterial a venous link walls during treatment (the transparent plastic parts with flaps) causing increase of artery pressure in the extracorporeal system. The catheter was removed. There was no reported patient injury.